Event description:
It was reported the customer received a no delivery alarm. Customer stated the alarm was recurring despite changing their infusion set. The customer's blood glucose was 97 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. Customer stated changing their reservoir resolved the issue. Customer's reservoir may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.